Manufacturer narrative:
(B)(4).

Event description:
After the clinician inserted the PICC, and went to aspirate, blood bubbles and a hissing sound occurred. The clinician noticed the hub of the catheter was cracked. A new PICC was inserted.

Event description:
After the clinician inserted the PICC, and went to aspirate, blood bubbles and a hissing sound occurred. The clinician noticed the hub of the catheter was cracked. A new PICC was inserted.

Manufacturer narrative:
(B)(4). The customer provided one photo of a cvc. A large bandage was wrapped around the distal lumen. The customer returned one cvc for evaluation. The sample contained obvious signs of use in the form of biological material. After the sample failed functional testing (see below), the distal lumen was microscopically examined. A small hole was detected at the junction of the distal luer hub and extension line. This hole is consistent with undue force being applied on the extension line. The length of the distal lumen measured to be 85 mm , which is consistent with the nominal specification. The outer diameter of the distal lumen measured to be 2.14 mm , which is within specifications. The inner diameter of the distal extension line measured to be 1.44 mm , which is within specifications. This indicates that the wall thickness measured as expected. The catheter was first flushed using a lab inventory syringe to ensure there were no blockages. The distal end was then clamped and a water-filled lab inventory syringe pressurized each line. The distal lumen leaked near the luer hub when pressurized. No leaks were detected in the proximal or medial extension lines. A manual tug test confirmed all three extension lines were fully secured within the luer hubs. Manufacturing engineering in hradec (cz72) was contacted to determine a potential root cause for the defect observed. It was indicated that the damage is consistent with excessive force being applied to the distal luer hub of the extension line. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. " the customer report of an extension line leak during use was confirmed by complaint investigation of the returned sample. The distal extension line contained a small hole adjacent to the luer hub. Based on feedback from manufacturing engineering, this damage is consistent with undue force being applied to the distal extension line luer hub. A device history record review was performed based on sales history with no relevant findings. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.